Event description:
Reportedly, patient expired approximately after a implant duration of 0.7 month, due to unknown reasons. Unknown if patient death was device related. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.